Manufacturer narrative:
The blade subject to this MDR was returned for evaluation. It was visually confirmed that the blade broke at the join between the blade and the shank. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a mandibular osteotomy procedure, the blade broke at the weld between the blade and the shank. It was also reported that the surgery was delayed by five minutes. It was further reported that there was no adverse consequences as a result of this event, and the procedure was completed successfully.